Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and the implantable pulse generator (ipg) exhibited possible premature battery depletion. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.